Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope due to oversensing noise on the right ventricular (rv) lead with subsequent pacing pauses / inhibition. In addition, the lead had rising bipolar impedance that triggered an alert for high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.